Manufacturer narrative:
Other, other text: b3, g5, d4 UDI: unknown; d4: manufacturer name updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed cassette disconnected. The patient began his bic with 5fu for 46 hours on (B)(6). It was programmed and discharged at 10:40 on wednesday (B)(6). Patient went to the medical center due the pump alarming. Nurse checks the situation and the tubing by the cassette, mobilizing it, which allows the infusion end without incident. No patient injury reported.